Event description:
A (B)(6) male pt was prepped for a posterior cervical fusion and had a 40a2004 radiolucent 2000 applied. The pins were placed in the scalp while the pt was in the prone position, but the rocker arm had movement while in the lock position. The surgeon was unable to use the unit for the surgery. Another unit with an aluminum frame had to used in order to continue the surgery. There was a delay in the surgery, but the amount of time involved was not provided. The pt did not incur an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.